Event description:
(B)(4). Since I had essure placed on (B)(6) 2013 I had nothing but problems. I had constant abdominal pain, bloating, fatigue, and bleeding. I bled for 4 months straight after placement. Then if I bent over, exercised, or moved I would begin bleeding. My periods went from (prior to essure) being very light, with no cramping, and lasting at the most 4-5 day, to (after essure) extremely heavy with large blood clots, very painful cramping, and lasting 7 or more days. The pain from essure was so extreme that many days all I could do was lay in bed because normal daily activities were too painful. Finally I couldn't take it anymore and on (B)(6) 2014 I had essure removed along with my fallopian tube and had an ablation to prevent future heavy bleeding. Since the removal of essure all pain and other symptoms have gone away.